Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was dead when the customer woke up. Customer stated they received battery out limit alarm when changing the batteries. Customer¿s blood glucose was 370 mg/dl which was treated with manual injection. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.